Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was in a swimming pool with the pump on. When the customer came out of the pool, the pump touchscreen was unresponsive. In addition, the customer plugged the pump in to charge overnight and upon waking noted that the pump had shut off. The customer was able to turn the pump back on. During troubleshooting with tandem technical support, review of pump data revealed that the pump had been put into storage mode via user interaction. However, the customer insisted that there had been no interaction with the pump and that the pump had shutdown unexpectedly. Customer's blood glucose (bg) level was 74 mg/dl. Customer reverted to manual injections for insulin therapy.